Event description:
Adverse event(s): "overcorrection" (overcorrection); "light sensitivity" (increased sensitivity); "glare" (visual disturbances); "blurriness" (blurred vision). Product problem(s): "none reported" (no information). An optician reports a patient that is overcorrected in the right eye following lasik surgery. Patient records were received and indicated the patient complained of light sensitivity, glare and blurriness. An enhancement procedure was performed approximately one month following the initial procedure. After the enhancement, the patient indicated an improvement in visual acuity, glare and halos.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).